Manufacturer narrative:
This record reflects pt a of 4 pts. Pt data not currently available. Children were (B)(6)months old. Date of event - no precise date obtained. A follow-up report will be submitted when the investigation is complete. Additional lot# 11213.

Event description:
This record alleges that a child suffered burns on their toe (s) due to exposure to the nellcor compatible neonatal adhesive sensor. The customer reports that biafine cream was applied to burns to relieve pain and healing. The customer does acknowledge that the injuries were observed after 2 days with the sensors being continuously placed and no site rotation was reported.